Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6

Event description:
Device was explanted and discarded. The patient stated that they were prescribed singulair around (B)(6) of 2023 and the patient stopped taking singulair after 3 to 4 months.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported capsular contracture baker grade IV. This record is for the left side. The device remains implanted.